Event description:
The customer alleged ventilator became inoperative while in pt use. No pt harm. The hosp biomed inspected the device and found unit to be working accordingly. The unit passed extended self testing.